Event description:
It was reported that the patient had an elevated lactate dehydrogenase (ldh) with reported dark urine. Pump thrombosis was suspected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of elevated lactate dehydrogenase (ldh) could not be conclusively determined, and the report of suspected pump thrombus was unable to be confirmed. A direct correlation with heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported event could not be conclusively established. The submitted log files were reviewed and found that the pump operated at the set speed without issue. The mobile power unit (mpu) appeared to have lost power on (B)(6) 2022 resulting in a no external power alarm and the controller backup battery powering the system until external power was restored; refer to the mpu investigation regarding this finding. Intermittent, atypical power cable disconnects were also noted while the power cables were connected to 14-volt batteries; refer to the controller investigation regarding this finding. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(4) with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate 3 lvas, including hemolysis and pump thrombosis. Section 6 ¿patient care and management¿ outlines indications of thrombus as well as how to respond to such events. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.